Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to insulin pump was not working with unknown blood glucose level. Customers blood glucose value was 470 mg/dl. The customer reported reservoir compartment of insulin pump was damaged. Customer also stated that reservoir locked in place while inserted. Customer stated that insulin pump was not delivered bolus and had insulin flow block alarm. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will not be returned for analysis.